Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and preventing interaction. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support resolved the issue by arranging a pump replacement and instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer received instructions to put the pump into storage mode and return it using a pre-paid label.